Event description:
It was reported that during laparoscopic cholecystectomy procedure, the bag broke when they were retrieving the specimen. The specimen and bag fell into the patient but was retrieved. A second device was used to complete the procedure with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4).